Event description:
The reporter (pt's parent) stated that their child had been obtaining low readings on their meter for 3 or 4 days prior to 04/14/2000. Child had no symptoms, yet was "stuffing child with sugar to raise child's blood sugar." Child began vomiting and was very dehydrated on 04/14 and was privately transported to the hosp where child's lab blood sugar result was 800mg/dl. Child was admitted, treated and released on 04/21. Quality control tests are as follows: check strip 87, range 77-103; control solution lot #001855a 8, 11, range 101-133.